Event description:
The pt reportedly experienced sound quality issues, followed by intermittency and loss of lock. Programming changes were made and external equipment has been exchanged, however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.